Event description:
It was reported that during a procedure, the cartridge was hard to load and when they went to fire, it locked out. The customer noted that the metal casting on the back of the cartridge was bent. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the ec45 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired, a partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. Additionally, the pan detached at the proximal end. It is possible that the cartridge was not loaded correctly causing the pan to separate. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. It should be noted that 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.